Event description:
On (B)(6) 2013 information was received from the reporter that the patient, who was implanted in (B)(6) 2012, is not doing any better than she was before being implanted and is having suicidal thoughts, despite having her generator settings steadily increased. The physician has not change any medications. The patient¿s duty cycle is currently at 10%. The patient is not displaying any side effects otherwise. Follow-up determined that the patient has seen no improvement in her depression and that she has expressed passive suicidal ideation. The physician states that the patient has increased depression only because she feels despair at no improvement with the vns. Currently the physician has the manufacturer representative come by for frequent visits and should the patient attempt to act on her suicidal ideations the physician will change her medication. No causal or contributory programming changes or other external factors preceded the onset of increased depression and suicidal ideations. In relationship to pre-vns baseline levels of depression, the physician states that the levels have increased per the patient because she feels hopeless at improvement. Attempts for additional information are in continuation to determine if vns therapy is in direct relation to the increased depression and suicidal ideations.

Event description:
On (B)(6) 2013 information was received from the reporter that the physician has not been seeing the patient too long, but that as far as she can tell the patient's depression or suicidal ideations have not worsened over time. The physician stated that rather the patient has just not improved over time. The physician does not believe that vns therapy is related to either the reports of increased depression or suicidal ideations from the patient.